Event description:
It was reported that the patient presented via remote transmission. Upon review, the atrial lead exhibited high pacing impedance and noise that was oversensed by the device which led to pacing inhibition. Programming changes were made. The patient was in stable condition.